Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, 99% stenosed mid right coronary artery (rca), after predilatation with a 1.5 x 15 mm balloon catheter, the 2.75 x 33 mm xience prime was implanted, however, a proximal edge dissection was noted. A 3.0 x 12 mm xience v stent was implanted to treat the dissection. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.